Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer needed a drainage bag without an anti-reflux chamber as the urine was stalling in the tubing and not draining into the drain bag. Stated patient had same issue with the leg bag. Inquirer explained that the issue was likely related to the vent or lack of venting. Leg bags did not have air vents therefore the urine tends to vapor lock in the system. Occasionally it might be necessary to disconnect the bag from the catheter to allow more air into the system and discussed alternate vendors who did have air vents in their leg bag offerings. The night drainage bags did have an air vent. Also advised to did not lie the drain bag on the floor or in the patient lap to avoid these issues. The bag was only intended for single use, however if the vent becomes saturated with water or urine the system would vapor lock. The bag was only intended for single use, however if the patient was cleaning and reusing the bag needs to completely dry prior to connecting to catheter. Confirmed patient was cleaning or reusing their overnight drainage bag.

Event description:
It was reported that the customer needed a drainage bag without an anti-reflux chamber as the urine was stalling in the tubing and not draining into the drain bag. Stated patient had same issue with the leg bag. Inquirer explained that the issue was likely related to the vent or lack of venting. Leg bags did not have air vents therefore the urine tends to vapor lock in the system. Occasionally it might be necessary to disconnect the bag from the catheter to allow more air into the system and discussed alternate vendors who did have air vents in their leg bag offerings. The night drainage bags did have an air vent. Also advised to did not lie the drain bag on the floor or in the patient lap to avoid these issues. The bag was only intended for single use, however if the vent becomes saturated with water or urine the system would vapor lock. The bag was only intended for single use, however if the patient was cleaning and reusing the bag needs to completely dry prior to connecting to catheter. Confirmed patient was cleaning or reusing their overnight drainage bag

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿tubing does not meet specification". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device were unknown. Therefore, bd was unable to determine the associated labeling to review. The device was not returned.